Event description:
Customer reported damage to pump housing and usb port after pump was dropped, though damage did not affect charging capability. While the pump could no longer maintain a watertight seal, there was no adverse impact to the customer's blood glucose level. Technical support was notified, and a replacement pump was sent, as the pump was under warranty. Customer agreed to use multiple daily injections as a backup therapy, program settings into the new pump, and return the damaged pump within ten days to avoid charges. Additionally, they were advised on updating pump software and returning the pump with provided materials.